Event description:
Customer stated the strip bottles in a box of 100's were fractured. The outside box was not damaged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.